Event description:
It was reported that the physician suspected lead anomaly. The lead was not used and a new lead placed.

Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final visual analysis found that the lead was exposed to micro-blast spray on the connector ring surface. This likely is the anomaly reported from the field.